Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently the pump shut off unexpectedly. Customer reloaded the same cartridge and resumed insulin delivery. Contact confirmed pump display turned on when plugged into a power source. Customer's blood glucose (bg) was 200-500s mg/dl and ketone level was trace. Customer addressed bg when insulin was resumed. At the time of the report, as contact did not have the pump to review pump history for any possible alerts or alarms, tandem technical support was unable to troubleshoot. Although multiple attempts were made by tandem technical support to obtain additional information, contact did not reply.